Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a device used for minima lly invasive lumbar decompression. It was reported that there was some malfunction with the device. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative stating that the malfunction on this item is that it was not remaining in position after the wheel of the flex-arm was maximally tightened and the case was completed using another flex-arm kept at the hospital.